Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the guide wire tip detached. The target lesion was located in the left anterior descending artery. Multiple guide wires were utilized during the angioplasty procedure which was noted to have gone "smoothly". During withdrawal of the pt2 moderate support guide wire, some resistance was noted. Once the wires were removed, cine revealed approximately "half of the radiopaque section" of the pt2 guide wire's distal tip remained in the diagonal branch. No attempts were made to remove the wire fragment from the patient. There were no additional patient complications reported and the patient's status is stable.